Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called regarding erroneous sensor readings. Customer reported he treated based off a reading of 5.2 mmol/l when he did not have his meter with him and treated with food. When he got home, his blood glucose was 22.2 mmol/l. Customer was advised to always carry meter with him. Best calibration practices were discussed and customer agreed to closely monitor blood glucose.